Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: the right fallopian tube is patent and the essure wire appears expulsed from the"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("abnormal bleeding(general)") in a (B)(6) female patient who had essure (batch no. 626160) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included obesity. Concomitant products included fluoxetine from 2009 to 2013, norethisterone ((B)(6)) since (B)(6) 2009, norethisterone (micronor) since (B)(6) 2008 and sertraline (zoloft) from 2009 to 2018. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 3 months 5 days after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. In 2008, the patient experienced cystitis ("infection bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). In 2009, the patient experienced device expulsion ("the right fallopian tube is patent and the essure wire appears expulsed from the right fallopian tubes"), dysmenorrhoea ("dysmenorrhea (cramping),") and weight increased ("weight gain"). In 2010, the patient experienced rash ("rashes around lower stomach") and fatigue ("fatigue"). In 2014, the patient experienced gallbladder disorder ("gallbladder condition"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), premature menopause ("hormonal change as early menopause"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (one side removal of fallopian tube),). At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, genital haemorrhage, premature menopause, vaginal haemorrhage, menorrhagia, rash, cystitis, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, device expulsion, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gallbladder disorder and alopecia outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(6)). The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gallbladder disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, premature menopause, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, reporter information, patient details, other relevant history, lab data, product information, concomitant drugs were added and event severe physical injuries updated with events pain, device breakage, migration of essure device, pregnancy (no complications), abnormal bleeding(general), hormonal change as early menopause, abnormal bleeding vaginal, menorrhagia, rashes around lower stomach, infection bladder, apareunia (inability to have sexual intercourse), bladder problems, urinary problems or changes, migraines, headaches, the right fallopian tube is patent and the essure wire appears expulsed from the right fallopian tubes, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), l discharge, fatigue, weight gain, gallbladder condition, hair loss. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnancy (no complications)"), genital haemorrhage ("abnormal bleeding(general)") and bipolar disorder ("bipolar disorder") in a 40-year-old female patient who had essure (batch no. 626160) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device expulsion "migration of essure device location of device:the right fallopian tube is patent and the essure wire appears expulsed from the right fallopian tubes" (seriousness criteria medically significant and intervention required) on (B)(6) 2008, device breakage "device breakage" (seriousness criteria medically significant and intervention required) on (B)(6) 2008 and device ineffective "device ineffective". The patient's medical history included cesarean section ((B)(6) 1998), tonsillectomy, multigravida and parity 3 ((B)(6) 1998, (B)(6) 2003, (B)(6) 2007). Concurrent conditions included obesity, pre-eclampsia, anemia, haemorrhage in pregnancy, dehydration and postpartum hemorrhage. Concomitant products included fluoxetine since 2009, norethisterone (camila) since (B)(6) 2009, norethisterone (micronor) since (B)(6) 2008 and sertraline hydrochloride (zoloft) since 2009. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced cystitis ("infection bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In 2010, the patient experienced rash ("rashes around lower stomach"), fatigue ("fatigue") and visual impairment ("vision got worst"). In 2014, the patient experienced gallbladder disorder ("gallbladder condition"), dyspepsia ("heartburn"), flatulence ("gas") and diarrhoea ("diarrhea"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In 2017, the patient experienced premature menopause ("hormonal change as early menopause"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced bipolar disorder (seriousness criterion medically significant) and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube),). Essure was removed on (B)(6) 2009. At the time of the report, the pregnancy with contraceptive device, genital haemorrhage, bipolar disorder, premature menopause, vaginal haemorrhage, menorrhagia, rash, cystitis, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gallbladder disorder, alopecia, visual impairment, hormone level abnormal, dyspepsia, flatulence and diarrhoea outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-2018-074155). The vaginal delivery occurred on (B)(6) 2009. The reporter considered allergy to metals, alopecia, bipolar disorder, bladder disorder, cystitis, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, flatulence, gallbladder disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pregnancy with contraceptive device, premature menopause, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. On (B)(6) 2009 patient underwent bilateral tubal ligation current weight 192 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion; on (B)(6) 2008: results: left tube occluded; on (B)(6) 2008: results: total bilateral occlusion; on (B)(6) 2008: results: unilateral occlusion (left); on (B)(6) 2008: results: right fallopian tube was opacified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: the right fallopian tube is patent and the essure wire appears expulsed from the"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy (no complications)"), genital haemorrhage ("abnormal bleeding(general)") and bipolar disorder ("bipolar disorder") in a 40-year-old female patient who had essure (batch no. 626160) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cesarean section ((B)(6) 1998) and tonsillectomy. Concurrent conditions included obesity, pre-eclampsia, anemia, haemorrhage in pregnancy, dehydration and postpartum hemorrhage. Concomitant products included fluoxetine since 2009, norethisterone (camila) since (B)(6) 2009, norethisterone (micronor) since (B)(6) 2008 and sertraline (zoloft) since 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 3 months 5 days after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and device expulsion ("the right fallopian tube is patent and the essure wire appears expulsed from the right fallopian tubes"). In 2008, the patient experienced cystitis ("infection bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In 2010, the patient experienced rash ("rashes around lower stomach"), fatigue ("fatigue") and visual impairment ("vision got worst"). In 2014, the patient experienced gallbladder disorder ("gallbladder condition"), dyspepsia ("heartburn"), flatulence ("gas") and diarrhoea ("diarrhea"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), premature menopause ("hormonal change as early menopause"), alopecia ("hair loss") and hormone level abnormal ("hormonal changes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (one side removal of fallopian tube),), surgery (salpingectomy (one side removal of fallopian tube),) and surgery (salpingectomy (one side removal of fallopian tube),). Essure was removed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, genital haemorrhage, bipolar disorder, premature menopause, vaginal haemorrhage, menorrhagia, rash, cystitis, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, device expulsion, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gallbladder disorder, alopecia, visual impairment, hormone level abnormal, dyspepsia, flatulence and diarrhoea outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-2018-074155). The vaginal delivery occurred on (B)(6) 2009. The reporter considered allergy to metals, alopecia, bipolar disorder, bladder disorder, cystitis, device breakage, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, flatulence, gallbladder disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pregnancy with contraceptive device, premature menopause, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. On (B)(6) 2009 patient underwent bilateral tubal ligation diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion then left tube occluded; on (B)(6) 2008: total bilateral occlusion then unilateral occlusion (left) then right fallopian tube was opacified most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "bipolar disorder, vision got worst, hormonal changes, heartburn, gas, diarrhea", reporter added from pfs. Lab test, concomitant and historical condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: the right fallopian tube is patent and the essure wire appears expulsed from the"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy (no complications)"), genital haemorrhage ("abnormal bleeding(general)") and bipolar disorder ("bipolar disorder") in a 40-year-old female patient who had essure (batch no. 626160) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cesarean section ((B)(6) 1998) and tonsillectomy. Concurrent conditions included obesity, pre-eclampsia, anemia, haemorrhage in pregnancy, dehydration and postpartum hemorrhage. Concomitant products included fluoxetine since 2009, norethisterone (camila) since (B)(6) 2009, norethisterone (micronor) since (B)(6) 2008 and sertraline (zoloft) since 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 3 months 5 days after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and device expulsion ("the right fallopian tube is patent and the essure wire appears expulsed from the right fallopian tubes"). In 2008, the patient experienced cystitis ("infection bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In 2010, the patient experienced rash ("rashes around lower stomach"), fatigue ("fatigue") and visual impairment ("vision got worst"). In 2014, the patient experienced gallbladder disorder ("gallbladder condition"), dyspepsia ("heartburn"), flatulence ("gas") and diarrhoea ("diarrhea"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), premature menopause ("hormonal change as early menopause"), alopecia ("hair loss") and hormone level abnormal ("hormonal changes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, genital haemorrhage, bipolar disorder, premature menopause, vaginal haemorrhage, menorrhagia, rash, cystitis, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, device expulsion, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gallbladder disorder, alopecia, visual impairment, hormone level abnormal, dyspepsia, flatulence and diarrhoea outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The vaginal delivery occurred on (B)(6) 2009. The reporter considered allergy to metals, alopecia, bipolar disorder, bladder disorder, cystitis, device breakage, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, flatulence, gallbladder disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pregnancy with contraceptive device, premature menopause, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. On (B)(6) 2009 patient underwent bilateral tubal ligation . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion then left tube occluded; on (B)(6) 2008: total bilateral occlusion then unilateral occlusion (left) then right fallopian tube was opacified . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: the right fallopian tube is patent and the essure wire appears expulsed from the"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy (no complications)"), genital haemorrhage ("abnormal bleeding(general)") and bipolar disorder ("bipolar disorder") in a 40-year-old female patient who had essure (batch no. 626160) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cesarean section ((B)(6) 1998) and tonsillectomy. Concurrent conditions included obesity, pre-eclampsia, anemia, haemorrhage in pregnancy, dehydration and postpartum hemorrhage. Concomitant products included fluoxetine since 2009, norethisterone (camila) since (B)(6) 2009, norethisterone (micronor) since (B)(6) 2008 and sertraline (zoloft) since 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 3 months 5 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion ("the right fallopian tube is patent and the essure wire appears expulsed from the right fallopian tubes"). In 2008, the patient experienced cystitis ("infection bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In 2010, the patient experienced rash ("rashes around lower stomach"), fatigue ("fatigue") and visual impairment ("vision got worst"). In 2014, the patient experienced gallbladder disorder ("gallbladder condition"), dyspepsia ("heartburn"), flatulence ("gas") and diarrhoea ("diarrhea"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), premature menopause ("hormonal change as early menopause"), alopecia ("hair loss") and hormone level abnormal ("hormonal changes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (one side removal of fallopian tube),), surgery (salpingectomy (one side removal of fallopian tube),) and surgery (salpingectomy (one side removal of fallopian tube),). Essure was removed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, genital haemorrhage, bipolar disorder, premature menopause, vaginal haemorrhage, menorrhagia, rash, cystitis, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, device expulsion, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gallbladder disorder, alopecia, visual impairment, hormone level abnormal, dyspepsia, flatulence and diarrhoea outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-2018-074155). The vaginal delivery occurred on 11-jul-2009. The reporter considered allergy to metals, alopecia, bipolar disorder, bladder disorder, cystitis, device breakage, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, flatulence, gallbladder disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pregnancy with contraceptive device, premature menopause, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. On (B)(6) 2009 patient underwent bilateral tubal ligation diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion then left tube occluded; on (B)(6) 2008: total bilateral occlusion then unilateral occlusion (left) then right fallopian tube was opacified quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.